Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the middle part of the distal end pad lifted/peeled off during a laparoscopic cholecystectomy procedure involving an olympus ultrasonic surgical instrument. There was no patient injury reported. There was no in-body detachment. The extension of the procedure time was only a few minutes for the equipment replacement. The procedure was completed with the third unit.